Event description:
It was reported that they started rewarming to 37c overnight in the arctic sun device, and they had an alert 113 (reduced water temperature control). Patient not rewarming as expected. Nurse confirmed that patient temperature was 35.9c, water temperature was 29.7c and flow rate was 2.6lpm. System diagnostics showed outlet monitor temperature (t1) was 29.8c, outlet control temperature (t2) was 29.7c, inlet temperature (t3) was 30.0c, chiller temperature (t4) was 10.4c, inlet pressure was -7.0psi, circulation pump command was 55 percent, mixing pump command was 0 percent, heater command was 100 percent, water reservoir level was 5, system hours were 739 and pump hours were 667. Mss asked the nurse to drain 500ml from right drain port. Nurse placed the device in manual control at 40c, inlet pressure was -7.1psi, circulation pump command was 100 percent, mixing pump command was 0 percent and heater command was 100 percent. Water temperature quickly rose to 37c. Nurse disabled manual control, restarted in automatic mode, flow rate was 2.6, patient temperature was 36.2 and water temperature was 30.3c. Mss discussed that the device would compensate for the higher water temperature during manual control to keep patient from rewarming too quickly (rewarm rate 0.25c/hr). Mss discussed not to fill the device unless alarm to fill empty reservoir persist after trying to clear, and to always empty pads before filling. Nurse stated that they thought night shift nurse filled the device, event log showed alarm 5 (water reservoir empty) and water reservoir was 50 before alert 113 (reduced water temperature control).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable the device was not returned.

Event description:
It was reported that they started rewarming to 37c overnight in the arctic sun device, and they had an alert 113 (reduced water temperature control). Patient not rewarming as expected. Nurse confirmed that patient temperature was 35.9c, water temperature was 29.7c and flow rate was 2.6lpm. System diagnostics showed outlet monitor temperature (t1) was 29.8c, outlet control temperature (t2) was 29.7c, inlet temperature (t3) was 30.0c, chiller temperature (t4) was 10.4c, inlet pressure was -7.0psi, circulation pump command was 55 percent, mixing pump command was 0 percent, heater command was 100 percent, water reservoir level was 5, system hours were 739 and pump hours were 667. Mss asked the nurse to drain 500ml from right drain port. Nurse placed the device in manual control at 40c, inlet pressure was -7.1psi, circulation pump command was 100 percent, mixing pump command was 0 percent and heater command was 100 percent. Water temperature quickly rose to 37c. Nurse disabled manual control, restarted in automatic mode, flow rate was 2.6, patient temperature was 36.2 and water temperature was 30.3c. Mss discussed that the device would compensate for the higher water temperature during manual control to keep patient from rewarming too quickly (rewarm rate 0.25c/hr). Mss discussed not to fill the device unless alarm to fill empty reservoir persist after trying to clear, and to always empty pads before filling. Nurse stated that they thought night shift nurse filled the device, event log showed alarm 5 (water reservoir empty) and water reservoir was 50 before alert 113 (reduced water temperature control). Per follow up information received on 20sept2022, nurse stated no patient injuries were reported, nurse was unaware if patient completed therapy on same device.